Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer was riding a horse when the alarm occurred. Blood glucose value was 250 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened buttons dome switches. No button error alarm was noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.